Manufacturer narrative:
The pump powered up properly after battery installation. No blank or flickering display noted. The pump passed the self test, active current measurement, and the displacement test however, the pump was received with high sleep current, problem isolated to the electrical board. The pump was monitored for several days and no flickering display, blank display, or additional display anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had low battery and it kept diming the screen and flickering lights they tried another battery, but it won¿t come on now. The troubleshooting was performed and was advised to insert new aa battery and display did not return after pump restart. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.